Manufacturer narrative:
(B)(4). Based on the analysis findings, the customer's complaint could not be confirmed. The pipeline was not returned for evaluation; therefore the cause for the reported experience could not be determined. It is possible that the tortuous anatomy may have contributed to the reported issue. Additionally, the returned pushwire was damaged. However, the cause for damage could not be determined. Per our instructions for use (IFU): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ no other complaints have been reported against the lot number. All products are 100% inspected for damage and irregularities during manufacture. This report was created to capture the event related to the third pipeline (ped-500-25) used during this event. The second device is reported in MDR MFR 2029214-2015-05057 and the first device is reported in MDR MFR# 2029214-2015-05056.

Event description:
Medtronic (covidien) received report of three pipeline flex devices did not open distally. The patient was being treated for a ruptured saccular aneurysm, located in the left internal carotid artery. The vessel was severely tortuous. The aneurysm neck size was max 6.4 mm. The proximal landing zone was 3.93 and distal was 4.32 mm. The first and second devices were model ped-450-35 and the third was model ped-500-25. The devices were re-sheathed 2-3 times. The pipeline flex was delivered using combination of pushing of the delivery and unsheathing. About two-thirds of the ped was deployed before it was resheathed. The devices were removed from the patient by capturing the pipeline into the microcatheter and replaced with a new device. There was no patient injury as a result of this event.